Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. Through visual inspection, the injector needle is observed to be exposed and the injector grips are moved from their original place. As the lot involved in this incident is unknown, a device history review cannot be performed. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 broke during use and exposed the needle. The following information was provided by the initial reporter: "we actually had a patient who was on chemo in the home via cadd pump come in overnight whose injector broke, exposing the needle.". "Was there any impact to the patient dose/treatment? . Likely some distress for the patient but remainder of dose was able to be infused after the phaseal components were switched out. What was the date that this happened? (B)(6) 2020 in the evening. Was there a needlestick? No. Also no spill occurred. Was any intervention required? Patient returned to centre for investigation and management of the issue. Phaseal was switched out on the line and the pump was re-programmed to continue infusing.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 broke during use and exposed the needle. The following information was provided by the initial reporter: "we actually had a patient who was on chemo in the home via cadd pump come in overnight whose injector broke, exposing the needle." "Was there any impact to the patient dose/treatment? Likely some distress for the patient but remainder of dose was able to be infused after the phaseal components were switched out. What was the date that this happened? (B)(6) 2020 in the evening. Was there a needlestick? No. Also no spill occurred. Was any intervention required? Patient returned to centre for investigation and management of the issue. Phaseal was switched out on the line and the pump was re-programmed to continue infusing."